Event description:
It was alleged that during a case the 12k shaver was affecting the EKG readings. The readings were at 25 to 65 volts. It was reported that there were no injuries to the pt, although the hosp staff did feel if it were to reoccur it may contribute to an injury.

Event description:
It was alleged that during a case the 12k shaver was affecting the EKG readings. The readings were at 25 to 65 volts. It was reported that there were no injuries to the pt, although the hosp staff did feel that if it were to reoccur it may contribute to an injury.